Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose blood glucose of 32.6 mmol/l as well as insulin pump had insulin flow block alarm. Customer stated that insulin exited at quick release after troubleshoot. Customer was advised to monitor the insulin pump and call back if issue recurs. The reservoir will not be returned for analysis